Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl, or tap." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01654 / 01655).

Event description:
It was reported patient underwent an initial procedure on (B)(6) 2014. During the procedure, the tip of the ti screw anchor fractured while infiltrating the patient's bone. Surgeon attempted to utilize a second anchor but the anchor fractured again. Another anchor was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and evaluation results, which were unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be determined due to insufficient information.

Event description:
It was reported patient underwent a left knee arthroplasty on (B)(6) 2014. During the procedure, the tip of the ti screw anchor fractured while infiltrating the patient's bone. Surgeon attempted to utilize a second anchor but the anchor fractured again. Subsequently, patient retained a foreign body. A 20 to 30 minute delay occurred and another anchor was utilized to complete the procedure.